Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 1000 mg/dl. The customer stated that she was wearing the recalled infusion sets at the time of the event. The customer stated that she would be calling back to conduct troubleshooting. Advised the customer to discontinue using the recalled infusion sets. Nothing further was reported.